Event description:
A malfunction was reported when a malfunction code appeared on the customer's device. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the device and later confirmed that the same issue did not reoccur. The customer was advised that they could continue using the device and to contact support if the issue recurred, which the customer understood.